Event description:
This notification was opened for review due to an allegation alice nightone device being damaged with sao2 cord being broken and wires being exposed. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.